Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was overfill. The following information was provided by the initial reporter. The customer stated: "the tube drew an excessive volume of blood."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: bd received 100 unused samples and one photos for investigation. The photos were reviewed and the indicated failure mode for overfill was observed. Additionally, 20 customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and the issue of overfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was overfill. The following information was provided by the initial reporter. The customer stated: "the tube drew an excessive volume of blood."